Manufacturer narrative:
The customer observed multiple discordant patient results and contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the atellica ch 930 analyzer and observed water droplets on the tip of the reaction wash probe 5. The cse replaced the probe dispense valve (v17). The wash probe was verified, and droplets were no longer observed. The customer informed that quality controls (qc) were repeated on all assays. The results were successful and within acceptable limits. No further discordant patient results were observed. Siemens reviewed the information provided and concluded the failed wash valve caused the assay and qc failures. The analyzer is operational post-service visit. No further evaluation of the device was required.

Event description:
The customer observed discordant enzymatic creatinine_2 (serum and urine) results on the atellica ch 930 analyzer with serial number (B)(4). The discordant results were reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica analyzer. The customer noted that repeat results were considered to be correct and issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the discordant enzymatic creatinine_2 results.